Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this right atrial (ra) lead was replaced due to high pacing threshold measurements. No additional adverse patient effects were reported. A request was made for the sales representative to provide the missing model/serial numbers for the lead, and to know if the lead was explanted or surgically abandoned.

Manufacturer narrative:
This report will be updated when additional information is received. Correction to fields d3 and g1. Additional information added to field b5.

Event description:
It was reported that this right atrial (ra) lead was replaced due to high pacing threshold measurements. No additional adverse patient effects were reported. A request was made for the sales representative to provide the missing model/serial numbers for the lead, and to know if the lead was explanted or surgically abandoned. The local sales representative later reported that the lead was a competitor's model (manufacturer unknown). The lead was explanted and was not intended to be returned to the manufacturer.